Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. The lot number is unknown, therefore device history record review (DHR) or quality notification review (qn) could not be performed. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that 5 bd safetyglide" needles leaked from the connection to the phaseal optima connector. This complaint was created to capture the 1st of 2 related incidents. The following information was provided by the initial reporter: "with this needle we have been noticing lately an increase in leaking around the needle in oncology, where it connects to the phaseal optima connector. I'm thinking it's the needle and not the connector itself and am working with the company regarding the needle."